Manufacturer narrative:
(B)(4). Field service evaluated the unit, and determined that there was a problem with the user interface module. He replaced the user interface module, and found that the unit was not passing extended system testing. He then replaced the flow sensor, and rubber exhalation elbow fitting. He completed operational verification procedure, and tested the unit. The unit was meeting all manufacturer specification. The faulty user interface module was returned to carefusion on (B)(6) 2015, and is awaiting evaluation.

Event description:
The customer reported a ventilator that stopped ventilating, while on a (B)(6) baby. According to the customer, the screen was totally blank, and the led's were lit, but no ventilation was taking place. There was no harm to the baby. The baby was bagged and placed on another ventilator. The alarms were audible, but no visual due to the blank screen. Field service was requested.